Event description:
Customer reported a tear in the hv cable sheath and both monitors have burn in. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left and right monitors and the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint number.